Manufacturer narrative:
No product was returned, review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease. Based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
Angio-seal devices were deployed bilaterally following lytic therapy of the left lower extremity. The right common femoral artery arteriotomy was closed using a 6f angio-seal sts plus. After being transported to the ICU, the pt developed foot numbness, pallor, and coolness in the right leg. The nurse determined that pulses in the right extremity were present but weaker than the left leg. Twenty minutes later, the nurse discovered that the right lower extremity has a lack of pulse. A surgical exploration of the right common femoral artery revealed that a portion of the collagen was in the arterial lumen. The pt has a history of alcohol and drug use, coronary heart disease, hypertension, smoking, peripheral vascular disease, and hypercholesterolemia.